Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient followed-up with the doctor in (B)(6) 2012 complaining of increased incontinence. A catheter was inserted to assist with the incontinence. The exact date of the follow-up visit was not provided. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.